Event description:
The device history was downloaded at the service ctr. A review of the history indicates that on (B)(6) 2013 at 2119, the device was last programmed to deliver a continuous+bolus, with a concentration of 5 mg/ml at a rate of 5 mg/hr with a 4 mg bolus dose, a 30 min bolus lockout, 2 boluses per hr and a 2000 mg container size. Between 2255 and 2301, there was one pt initiated delivery, the device alarmed 09/12/035, the device was powered on, complete bolus now yes was indicated, the infusion was started, the device alarmed 09/12/035, the device was powered on complete bolus now yes was indicated. At 2303, bolus end was indicated. Between 2324 and 2329 there were 7 unmet demands. At 2334, there was 1 pt initiated delivery, the device alarmed 09/12/035, the device was powered on, complete bolus now yes was indicated, and the infusion was started. At 2336, bolus end was indicated. At 2336, per hr limit was reached.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the mfg site. The dates and programming present in the history did not correlate with the customer's reported programming and event info. This report represents all the info known by the reporter upon query by hospira personnel.